Event description:
Synthes (B)(6) reported that the tip of the rod cutter was broken. No information was obtainable concerning the details of the event or the cause of breakage. No harm to any patient was reported. The device is available to return. Event #1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation, visual inspection report stated that the very tip of the right hand jaw was broken off. There was also a dent in both jaws approx half way down. The cutter does not correspond to the drawings and processes at the time of manufacture as the drawing specifies a material which is not suitable for this application according to materials manager. A CAPA evaluation for a previous complaint was performed. (B)(4). We can also not rule out misuse or bad treatment. Too much force was applied to the tips causing one to break. This complaint was deemed invalid.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.